Event description:
It was reported that two burs broke during a procedure. There was no report of patient impact or injury.

Manufacturer narrative:
This product is used for treatment purposes. (B)(4) lot # 73404500 high speed rad 55 curved bur, 3.6mm. [Manufacture date: 06/2011; expiry date: 05/20/2019]. The devices were returned to the manufacturer for evaluation. Product analysis was conducted by a quality engineer. The product analysis identified the following: both samples were received with the original inner pouches and labeling: (1) (B)(4) lot # 73385900 and (2) (B)(4)lot # 73404500 high speed rad 55 curved bur, 3.6mm. Sample (1 - lot # 73385900) was returned in one piece. Bur and hub were examined under 20x magnification. The bur head was extended approximately 2mm from the outer tube when compared to drawing (B)(4) bur assembly, hs curved rad 55, rev b. Circular grooved marks were visualized around the base of the bur on the bur head located just proximal to the irrigation port. These markings were likely formed by the bur rotating against the outer tube support which indicates excessive force was applied to the bur. Sample (2 - lot # 73404500) was received in three pieces; the bur had been removed from the outer tube and it was broken in two on the spiral wrap. The spiral wrap was hyperextended and broken at a narrowed section of wrap. The bur and hubs were examined under 20x magnification. The bur showed no damage or excessive wear. The hubs did not show any anomalies. There were circular grooved marks observed around the base of the bur on the bur head located just proximal to the irrigation port. These were most likely formed by the bur rotating against the outer tube support which indicates excessive force was applied to the bur. In conclusion, the complaint "bur break" is confirmed for spiral wrap failure due to misuse. Results: (B)(4) device indications for use (IFU) warn: always inspect the components before and after use for any damage. If damage is observed, do not use damaged part until it is replaced. Damaged parts may deposit metal shavings on surgical site. Excessive pressure applied to bur may cause bur fracture. Should a bur fracture occur during use, extreme care must be exercised to ensure that all fragments of the bur are retrieved and removed from the patient. Un-removed bur fragments may cause tissue damage to the patient.